Event description:
The article, "anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to identify predictors of iliofemoral vascular complications (vc) in patients undergoing percutaneous transfemoral (tf) transcatheter aortic valve replacement (tavr) through the application of contrast-enhanced multidetector computed tomography (mdct). Devices included in the study were sapien xt, corevalve evolut r, portico, myval, and acurate neo. The article concluded that complications related to vascular access sites continue to be a significant concern for patients undergoing tf-tavr. The common femoral artery (cfa) depth-to-diameter ratio has demonstrated superior predictive performance for vc compared to sfar as expressed in the literature. Utilizing this criterion may enhance risk stratification for vc in high-risk patients, potentially reducing associated morbidity and mortality. [The primary and corresponding author was gökhan demirci, department of cardiology, istanbul mehmet akif ersoy thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, with corresponding email: gkhncardio@gmail.com]. The time frame of the study was from april 2017 to june 2023. A total of 348 patients were included in the study, of which 131 (37.6%) received an abbott device. The average age was 79.22 years and the majority gender was female. Comorbidities included coronary artery disease, chronic obstructive pulmonary disease, diabetes, chronic kidney disease, hypertension, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, prior pacemaker, atrial fibrillation.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is unknown. D4: the UDI number is not known as the part and lot number were not provided. Literature article: anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, chronic obstructive pulmonary disease, diabetes, chronic kidney disease, hypertension, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, prior pacemaker, atrial fibrillation.. Some of the complications reported were obstruction/occlusion, vascular dissection, hematoma, pseudoaneurysm; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is unknown. D4: the UDI number is not known as the part and lot number were not provided. Literature article: anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement.

Event description:
N/a.